Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks across multiple episodes. The patient was noted to have been sleeping and watering flowers at the time of the delivered shocks. Device data was sent to technical services (ts) for review. Data review determined the cause of the reported noise was attributed to the sense b node. The r-wave amplitude was also noted to be low. Ts provided programming options and recommended further system evaluation to attempt to recreate noise. This system was deactivated at the request of the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks across multiple episodes. The patient was noted to have been sleeping and watering flowers at the time of the delivered shocks. Device data was sent to technical services (ts) for review. Data review determined the cause of the reported noise was attributed to the sense b node. The r-wave amplitude was also noted to be low. Ts provided programming options and recommended further system evaluation to attempt to recreate noise. This system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple inappropriate shocks across multiple episodes. The patient was noted to have been sleeping and watering flowers at the time of the delivered shocks. Device data was sent to technical services (ts) for review. Data review determined the cause of the reported noise was attributed to the sense b node. The r-wave amplitude was also noted to be low. Ts provided programming options and recommended further system evaluation to attempt to recreate noise. This system was explanted and returned for analysis. No additional adverse patient effects were reported.